Event description:
Reportable based on device analysis completed 10nov2023. It was reported that the interlock coil could not be delivered. The target lesion was located in the intrahepatic portal vein. A 8mm x 40cm .035 interlock 2d was selected for use. During procedure, the coil could not be delivered. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the main coil was detached.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection reveals that the main coil, the pusher wire and the introducer sheath were returned for the analysis, it was necessary make cuts in the introducer to free the coil. It was observed the main coil stretched, bent and the coil arm section and the middle section. Additionally, the part detached returned with the device. The pouch was returned, and it was observed that the pouch information matches with the complaint information. The functional inspection could not be performed due the main coil and the pusher wire are not interlocking.